Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with preface sheath and the valve leaking and side port leaking issues were observed. The valve on the preface sheath was leaking and there was bleed back coming from the sheath. They exchanged the preface sheath and the issue was resolved and the case was continued. There was no patient consequence reported. Additional information was received. Physician stated that the blood was leaking back out of the opening for the catheter insertion as well as side port. Unknown if the hemostatic valve dislodged. Unknown if the brim cap/hub became detached from the sheath. The sheath was being used on the patient, but it was exchanged right away after noticing the leakage. It was used in the patient under approximately 10 minutes. Air did not enter the patient¿s body.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with preface sheath and the valve leaking and side port leaking issues were observed. The device evaluation was completed on (B)(6)2025. The product was returned to johnson & johnson medtech for evaluation. It was sent to the device manufacturer for further investigation. Visual and functional analyses of the returned device were performed following johnson & johnson medtech procedures. Visual inspection of the device revealed no signs of damages on the sheath or dilator. The functional analysis performed did not detect leaks along the sheath body or valve. A device history record evaluation was performed and no internal actions related to the complaint were found during the review. The complaint reported by the customer was not confirmed, the hemostasis valve does not present any separation condition or damages. It is possible that procedural or handling factors contributed to the observed issues. Based on the findings, the analysis suggests that the failure is unlikely to be related to the manufacturing process. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).